Manufacturer narrative:
Device monitored for several days. Device received with all operating currents within specification and passed a21 error test and displacement test. No unexpected ea39 alarm anomalies noted. No unexpected audio or vibrate anomaly or absence of alarm. No unexpected battery out limit alarm anomalies noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had dead, spi to motor pic communication error alarm and keeps beeping. Customer¿s blood glucose level was 136 mg/dl. Customer reported that they were able to clear the alarm. Customer reported that insulin pump did require rewind. Customer able to complete rewind. Customer stated that the insulin pump error occurred after completing rewind. Troubleshooting was performed. The insulin pump will be returned for analysis.